Event description:
It was reported that during an interventional procedure in an unspecified vessel, an unspecified promus drug-eluting stent dislodged inside of the patient and embolized in the aorta. As of (B)(6) 2012, the stent had not been located. Current condition of the patient is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that an interaction with the anatomy/lesion may have resulted in disruption of the stent on the balloon. Subsequent interaction of the stent delivery system (sds) within the patient anatomy during retraction would have then led to the stent dislodgement; however, a conclusive cause could not be determined. Return of the sds may have assisted the investigation. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. The lot history record review and similar incident query for this product was not performed because the part and/or lot number was not reported and the product was not returned for analysis.